Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report pertains to the second of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2018-00078 for the other associated device information. It was reported to boston scientific corporation that two captivator extra large round snares were used in the stomach during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, two snares failed to deliver current and were unable to cut the target polyp. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Investigation results. Visual evaluation of the returned device found that the loop bent and the cautery pin had no visual issues. Further evaluation noted that the catheter was kinked near the handle section. Functional testing was performed and the device passed the retroflex test, it extends and retracts within specification. Electrical resistance testing was performed and resistance measured at 9.5 ohms, within manufacturing specifications. The reported complaint was confirmed. Due to anatomical/procedural factors encountered during the procedure; performance of the device was limited. Therefore, the most probable root cause classification is operational context. A review of the device history record (DHR) was performed and no deviations were found.

Event description:
Note: this report pertains to the second of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2018-00078 for the other associated device information. It was reported to boston scientific corporation that two captivator extra large round snares were used in the stomach during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, two snares failed to deliver current and were unable to cut the target polyp. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.